Event description:
Nurse states this is her first time using the arctic sun since in service. Patient had anoxic injury & post cardiac arrest. Tt 36c. Nurse notes pt has maintained all day but has now increased to 36.8c. Work to cool has increased to 50%. Confirmed there is a small amount of lower abdomen exposed. No heat generation via shivering or seizures. Discussed adding universal pad to abdomen for additional coverage. Wt 12.1c and decreasing. Noted device will typically alert/alarm if there are any issues or concerns with therapy. Advised as appears to be responding appropriately and pt increase is patient related based on clinical information provided by nurse. Warned if wt drops to 10c or lower and remains there that they will likely start to receive alerts regarding extended exposure to cold water. Advised these are safety alerts encouraging diligent skin checks according to their protocol. Encouraged her to call back with any additional questions or concerns as we're available 24/7.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an outlet water temperature regulation error due to software control. However, this cannot be confirmed. Targeted temperature (tt) was 36c. Nurse noted that the patient temperature (pt) was maintained all day but now increased to 36.8c. Work to cool had increased to 50 percentage. Confirmed there was a small amount of lower abdomen exposed. No heat generation via shivering or seizures. Discussed adding universal pad to abdomen for additional coverage. Water temperature (wt) was 12.1c and decreased. Noted device would typically alert if there were any issues or concerns with therapy. Advised device appeared to be responding appropriately and patient temperature (pt) was increase and patient related based on clinical information provided by nurse. Warned if water temperature (wt) dropped to 10c or lower and remained that they would likely start to receive alerts regarding extended exposure to cold water. Advised these were safety alerts encouraging diligent skin checks according to their protocol. Encouraged to call back with any additional questions or concerns. Hx: patient had anoxic injury and post cardiac arrest. Per follow up information received via email on 25aug2023, it was reported that the patient was a male. Therapy was completed and there was no impact to the patient. They reattached all 4 pads to the skin. Device worked properly. It was not sent to biomed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: ¿the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications environmental conditions at operating temperatures higher than 27°c (80.6°f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section vi. Operation guide¿advanced setup¿total drain for further instructions. Disposal upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal. Control module the arctic sun¿ temperature management system control module is the main component of the arctic sun¿ temperature management system. It incorporates the system electronics, hydraulics, software, and the touchscreen control panel. The power cord, fluid delivery line, patient temperature in cables, patient temperature out cable and fill tube connect to the rear of the control module. The figure above identifies the main features and component connection sites. Use only bd supplied cables and accessories with arctic sun¿ temperature management system control module. The use of accessories, transducers or cables other than those specified may result in increased electromagnetic compatibility (emc) emissions or decreased immunity of the arctic sun¿ temperature management system control module. Power cord hospital-grade power cords are available with several inlet connector styles to meet national/regional power requirements and wall outlet specifications. Fluid delivery line water flows between the arcticgel¿ pads and control module through the fluid delivery line. Fill tube a fill tube is used to fill the control module water reservoir. Arctic sun cleaning solution arctic sun cleaning solution is added when filling the control module with sterile water. This is done to suppress microorganism growth in the water reservoir and hydraulic circuit. For information regarding safe handling, please refer to https://www.bdttmsolution.com/ for the cleaning solution sds. Patient temperature input cables and probes patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. Figure IV-2. Temperature input cables a temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables the arctic sun¿ temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun¿ temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun¿ temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor.¿ corrections: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that this was their first time using the arctic sun device. Patient had anoxic injury and post cardiac arrest. Targeted temperature (tt) was 36c. Nurse noted that the patient temperature (pt) was maintained all day but now increased to 36.8c. Work to cool had increased to 50 percentage. Confirmed there was a small amount of lower abdomen exposed. No heat generation via shivering or seizures. Discussed adding universal pad to abdomen for additional coverage. Water temperature (wt) was 12.1c and decreased. Noted device would typically alert if there were any issues or concerns with therapy. Advised device appeared to be responding appropriately and patient temperature (pt) was increase and patient related based on clinical information provided by nurse. Warned if water temperature (wt) dropped to 10c or lower and remained that they would likely start to receive alerts regarding extended exposure to cold water. Advised these were safety alerts encouraging diligent skin checks according to their protocol. Encouraged to call back with any additional questions or concerns.